Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump does not make a sound when rewinding. Customer's blood glucose was unknown at the time of incident. Customer declined to troubleshoot. The customer was advised that the device would be replaced and agreed to return the product for analysis. No further details given.

Manufacturer narrative:
The insulin pump passed displacement test, rewind test, basic occlusion test, prime, excessive no delivery test, occlusion test, self-test, and a21 error test. No rewind anomaly noted during our testing. All operating currents tested within the specification range and passed off no power test. The insulin pump was received with cracked battery tube thread, cracked case near the display window corners and cracked display window noted.